Event description:
Procedure type: lap. Low anterior resection. According to the reporter: during the case, it was noticed that the tip of the trocar broke off into the cavity. The fallen piece was retrieved. Used another device to complete the case. There was no additional bleeding and no tissue damage either. Operative time was not extended more than 30 minutes. No patient info available. No patient injury was reported.

Manufacturer narrative:
(B)(4).